Manufacturer narrative:
This report was previously submitted to the FDA as an importer. This was incorrect. This complaint did not contain an allegation of patient death or serious harm or injury but a possible malfunction only. Per title 21, part 803 this report should only be forwarded to the manufacturer.

Event description:
React health received a complaint from a durable medical provider stating that a device had evidence of melting where power cord plugs in. The device has been received by react health. The device has not been forwarded to the manufacturer or evaluated. A follow up report will be filed once the inverstigation is complete.